Manufacturer narrative:
Product event summary: the lead was not returned; however, analysis of the device memory indicated right ventricular (rv) lead under-sensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and expired three days post implant of a cardiac resynchronization-defibrillator system. It was also reported the patient collapsed and was seen in the emergency room following resuscitation. The device was interrogated and no major arrhythmias were found. There were several short episodes of atrial fibrillation (af). An electrocardiogram suggested atrial under-sensing. A remote monitor transmission the day before death indicated there were signs of under-sensing and loss of capture on the right ventricular (rv) lead. While in the emergency room the patient collapsed again and died. The cause of death is not known and no other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.